Event description:
It was alleged that an overinfusion occurred during use on a pt. It was noted that the set leaked at the y-port and solution was observed on the floor below the pump. The pt was put on pulse oximeter and did respond to commands. There was no resultant consequence reported.